Event description:
The ballon burst. Vessel wall ruptured. The pt was sent to surgery.

Manufacturer narrative:
Visual examination: traces of dried blood residue were noted within the balloon and the hub. The balloon exhibited a full length axially-directed tear, 1.0-6.0 cm at the distal end. Microscopic examination: further evaluation using scanning electron microscopy (sem) revealed evidence of external surface abrasions adjacent to the tear edges. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.